Event description:
During preparation for a stroke procedure using the penumbra max pump, the pump could not achieve the appropriate level of vacuum. The vacuum gauge on the system was hardly registering. A new max pump canister set up was removed from inventory and tested to rule out an issue with the non sterile accessories. The new set up did not alleviate the issue. A back up pump was removed from inventory and paired with the original max canister set. Upon testing the new unit, the system was able to achieve -29 mmhg.

Manufacturer narrative:
Result: there is no visible damage to the exterior of the pump. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the pump did not achieve the appropriate level of vacuum during preparation. Evaluation of the returned pump revealed that when powered on and tested, the pump functioned correctly without an issue. It is possible that there was a bad connection with the accessories to the pump. This could be the reason the appropriate vacuum pressure was not achieved. The cause of this behavior cannot be directly determined. The pump functioned correctly when tested. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.